Event description:
Customer reported a cryocyte bag that broke upon retrieval from liquid nitrogen storage. The contents of the bag were salvaged for transplant. Baxter requested but has not received additional information regarding the lot number, the nature of the break, processing conditions, and patient impact. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.